Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system (B)(4) on the procedure date of (B)(6) "202" by an intuitive surgical, inc. (Isi) senior failure analysis engineer: no relevant errors were observed during this procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: it was reported that after an ion endoluminal lung biopsy procedure the patient's heart rate was fluctuating. The patient was considered unstable at a certain point and was hospitalized overnight. Although the physician indicated that the complication had nothing to do with ion, the cause if the patient's heart rate fluctuating is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient's heart rate was fluctuating. It was reported that the patient experienced these issues after the completion of the ion portion of the procedure (ion undocked from patient) and while the customer was using a radial ebus. The physician did not complete the ebus portion of the procedure due to this event. The patient was stabilized and was hospitalized overnight to recover. On 20-dec-2021, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the physician reported: "this event had nothing to do with the ion."